Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was unknown. Upon further investigation, it was found that there were evidence of severe liquid ingression, corrosion, and biological contamination. The printed wiring assembly (pwa), battery compartment, and metallic gaskets were severely corroded. The device was considered beyond economical repair (ber). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited damaged to the lcd (liquid cristal display). During physical inspection, it was found that there was a delaminated downstream occlusion seal. There was no patient involvement, and no patient injury was reported.